Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during set up. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). (B)(4). A distributor engineer evaluated the unit on site and reported that no visible damage was evident on the surface of the touch screen. The distributor engineer also reported no signs of fluid ingress. The reported issue was confirmed and all cables of the lcd screen and the hkr board were reseated. The touch screen was then found to be working normally and subsequent functional testing did not identify further issues. The unit was returned to service. No further issues have been reported for this unit. This malfunction was a result of loose connections within the display panel. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device evaluated by distributor engineer.

Event description:
Sorin group deutschland received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no patient involvement.